Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were consumed in the event.other lot of onyx involved:model# lot# dom expiration105-7100-080 8872984 7/14/2010 3/1/2013(B)(4)

Event description:
It was reported the patient's avm was treated with onyx. Afterward, the patient's experienced body disorder with cerebellum infarction. The physician comments he had embolized normal vessel near the avm. After one month the patient is recovering from body disability.